Event description:
It was reported that the patient had a history of high impedance on the right ventricular lead. The lead was capped and replaced on (B)(6) 2014. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.